Manufacturer narrative:
On (B)(6)2020, biosense webster received additional information about the patient and event. It was reported that the patient in this case was a male patient. The event occurred post use of biosense webster products. The physician¿s opinion is that the cause of the event was procedure. There was no evidence of steam pop. No error messages were observed on biosense webster equipment. Correction note: in the 3500a initial medwatch is was reported that reported that there was damaged near the silver bar on the smartablate pump after the procedure. Please note, this event of physical damage on the smartablate pump is not considered to be an MDR reporable malfunction since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This information was inadvertently omitted in the initial MDR. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent ventricular tachycardia (vt) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was also reported that there was damaged near the silver bar on the pump lid noted after the procedure. When the procedure was ended, so there was no problem. After all ablation was completed, during pacing for provocation, it was recognized that blood pressure was dropped, when checked by soundstar (ss), drainage was performed because pericardial effusion increased. The volume of fluid that was removed was not reported. Since the amount of bleeding is not large and the bleeding speed is also quite slow, it is predicted that it is a small perforation of the atrium rather than the ventricle. The physician¿s commented that suspected perforation due to wire when placing competitor's coronary sinus (cs) catheter. The view that biosense webster products are not related. There was no report of product malfunction. There was no report of extended hospitalization.